Event description:
Additional information received reported that the reported motor stall did eventually recover after 2 hours. As previously reported, the cause of the motor stall was an MRI. There was not patient injury and no hospitalization per the reporter, due to the event. Additionally the reporter noted there were no symptoms. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a confirmed motor stall noted in event logs with no motor stall recovery recorded. The motor stall was caused by the patient being near a magnetic field. The patient had an MRI (B)(6) 2012 and pump stalled at 7:30am and finished around 9am. The pump was interrogated at 9:30am and there was no recovery. Caller stated he changed the reservoir volume and updated the pump but it was still stalled. Hcp will continue to monitor the pump for motor stall recovery. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).